Event description:
It was reported that the patient had a pump and catheter replacement (due to end of life), and the implanting physician was unsure of how much drug the patient was actually receiving. The daily dose was decreased from 208 mcg/day to 99mcg/day. Several hours after the implant that the patient had overdose symptoms; obtunded, slow respirations, and nausea. The patient was responsive to noxious stimulus, and did not require intubation. The pump was turned to minimum rate mode. It was unsure if this was a result of the pump or medications the patient received post-operative. The patient status at the time of this report was "alive- no injury." It was later reported that manufacturing representative saw the patient in the hospital on saturday, and due to the concentration of the drug the manufacturing representative was unable to increase the dose. The patient remained at minimum rate mode per the physician. Additional information reported that the patient was discharged from the hospital (B)(6) 2015, and all symptoms had resolved. The drug was removed from the old pump and placed in the new pump. The patient had received intravenous dilaudid and oral hydrocodon e post-operatively before they became obtunded. The drug that was used via the device system was baclofen. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n537102001, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).